Event description:
As reported: "variax2 mini fragment plate fractured on scapular fixation. Patient required revision surgery update february 2, 2026: how and when did the patient take notice of the event? Sudden pain". From translated revision report: on (B)(6) 2025, the patient suffered a bicycle accident, sustaining the above-mentioned scapular fracture, which was treated by an osteosynthesis procedure on (B)(6) 2025. After a course initially without any complications, a trifling movement of the arm to the posterior triggered a shooting pain on (B)(6) 2026. The consult on (B)(6) 2026 revealed evidence that the osteosynthesis material had failed with renewed gross displacement of the fracture. Metal hardware removal and revision osteosynthesis were recommended.

Manufacturer narrative:
The reported event was confirmed during the investigation. The device inspection revealed the following: the identification of the returned plate was confirmed based on the catalog number and the lot number marked. The returned plate is fractured into two pieces at the fourth hole both fragments were returned for analysis. The plate is highly bent and twisted in the region of the fracture microscopic examination revealed a rough and uneven fracture surface along with pronounced necking. The macroscopic and microscopic plastic deformation give evidence of a ductile fracture resulting from slow crack propagation under a constant load. The lateral surface adjacent to the fracture exhibits significant wear this damage is most likely associated with the plate deformation described above and is indicative of the high and sustained load to which the plate was subjected the remaining surface marks observed on the implant are most likely attributable to the implantation and explantation there are no clear evidences of user error or improper handling during implantation the observations made during the visual inspection align with the reported information indicating that fracture displacement led to implant failure however contrary to what has been communicated no images were provided consequently the reported fracture displacement could not be confirmed and it was not possible to establish a correlation with the implant breakage. Due to the lack of additional information the root cause of the event could not be determined. A review of the device history for the reported lot did not indicate any abnormalities no corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material manufacturing or design related problems were found during the investigation. If more information is provided the case will be reassessed.